Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and cubies device were not detected on the bus. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer and cubie failure. And device was not detected on bus. Multiple cubies in drawer were unrecoverable with error message notifies as maintenance required or screen become frozen. Rebooted station multiple times but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.